Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 300 (mg/dl). An injection was delivered to address bg level. Troubleshooting with tandem technical support was unable to be performed due to elevated bg occurring in the past. Recommendation was made to consult with health care provider to discuss diabetes management.